Manufacturer narrative:
A2: age: 48 years, dob on (B)(6) 1971. A3: female. A4: 74kg. D4: 6mm large long, cdl-637l, aav525, h80005672, exp 31-oct-2016. D6a: on (B)(6) 2012. D6b: on (B)(6) 2020. D9: yes, returned to manufacturer: 11-aug-2020. G1: mr. (B)(6). G3: 03/30/2021. H6: impact code 4627. Type of investigation 10 - 3331. Investigation findings: 213. Investigation conclusions: 4315. Manufacturer narrative: it was reported that an m6-c was revised due to periprosthetic osteolysis. The post-op radiographs show mild radiolucency around the implant and a device. At 98-month post-op and 101-month post-op images, osteolysis was visible and a loss of height between the endplates is noted. A review of the lot history records for this device did not reveal any relevant non-conformances to device specification. The sheath remained in place between the endplates; however, heavy in vivo damage to the fiber construct and core was present. Microbiology identified staphylococcus epidermidis (isolated). Pathology results reported a low grade infection with osteolysis as well as foreign bodies with granuloma formation. In summary, mechanical failure of the device occurred and infection was confirmed. The sheath remained in place between the endplates; however, heavy in vivo damage to the fiber construct and core was present, with evidence of macrophage reaction to wear debris as well as infection, confirmed by the histopathology and lab results. Therefore, mechanical failure of the device had occurred; however, the confirmed infection likely contributed to the host response.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that an m6-c is scheduled to be revised. It is unknown if there was a device malfunction or deterioration. No injury or patient harm was reported.